Event description:
Malfunction: misassembled / mislabeled. The customer reported receiving a 20g cannula inside a 23g custom pak. This was noted during set-up prior to the procedure starting. No patient involvement was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).